Event description:
Pt. ID. (B)(6). On (B)(6) 1991, her received a right total hip arthroplasty. It was a zimmer multi-lock femur, a harris-galante acetabular component, and a 26mm cocr head. This was revised once for recurrent instability. Then, was revised again on (B)(6) 1998 for severe periacetabular osteolysis and polyethylene wear, and trunnion corrosion was noted, and femoral head was down sized to a 26mm cocr head and a trilogy socket. On (B)(6) 2014, patient's urine cobalt level was not detectable and blood cobalt level was at 0.6 mgg/l. On (B)(6) 2015, the right hip was revised for a third time due to gross acetabular loosening and migration and taper corrosion. The entire implant, including the osseointegrated, multilock stem, was revised because ceramic head adaptor sleeve for this stem was not available. New implants include at poly longevity socket 32/53 ID/od, delta ceramic 32mm+3.5 head. Simplex single batch with 1 gram vancomycin, 120oc mstf bone with 1 gram vancomycin, zimmer tm. Augment 62mm x 15mm with 3 screws, zca stem 15mm x 265mm, and 3 luque wires. The socket was grossly loose and had migrated. With a superior tm augment we were able to bring the center of rotation down to the anatomic level. There ws severe corrosion at the taper junction of the cocr head and the ti stem. The stem was very well fixed despite marked proximal femoral lysis in the greater trochanteric area. The proximal femur fractured during removal. The anterior capsule was partially intact and acceptable stability achieved. Cobalt level of the right hip joint was 18 mc/gl. FDA safety report ID# (B)(4).